Event description:
It was reported that starting last night the patient felt like she was getting "too much medication", groggy and drowsy and throughout the day today as well. Patient reported that she felt like this "a while back" and it was happening again. Patient was due for her next refill on (B)(6) 2013. There were pump no alarms and no exposure to high temps, hot tubs, etc. Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).